Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called with concern about erratic readings from her plink meter. Analysis run on clark error grid using mean avg. Reading (48) as ref. Point vs. Bd readings (24, 63, 72, 75, 28, 28) yielded data points in the d range of the grid, outside of acceptable limits.